Manufacturer narrative:
Alternative solution: the following alternative solutions allow clients to use the system without being affected by this issue. For softbank clients with versions 21.4.5, 22.4.2, 23.0.1 or higher than alternative solution is to set bb parameter hos_cancel_cond to not allow the cancellation of completed tests and/or limit access to the cancel option in security. For softbank clients with versions 19.x, 21.2x 21.4.1, 21.4.2, 21.4.3, 22.4.0, or 22.4.1 the alternative solution is to limit access to the cancel option in security. Correction recommendation for the reporting client: correct in a 23.1.1.x patch or 23.1.2.x patch. Notificaion recommendation for the remaining affected client base: notify all affected clients. Correction recommendations for the remaning affected client base: correct in a 23.1.2.x patch and in a 23.1.1.x patch.

Event description:
For clients using softbank ii, to cancel the completed anti-body identification test that wrote the anti-body to the pt's historical record, the system will remove the anti-body identified in the cancelled anti-body identification test from the pt's historical record.